Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and additional information. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: broken cable from charged coupled device side. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: broken outer layer of cable exposing white fibers was due to broken cable from charged coupled device side. As for the broken cable from charged coupled device side, a root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the autoclavable camera head had a broken cable exposing white fibers underneath. There were no reports of patient harm.